Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an aortic valve replacement case, the surgeon inadvertently activated the plasmablade device causing a burn to the patient's chest. It is unknown the severity or size of the burn. The surgeon removed the eschar from the burn. It is unknown if any other interventions were needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.